Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16533643 description: next generation anchor kit-sterile model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-2316-50, serial #: (B)(4), description:infinion1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the physician confirmed that the infection was not procedure related. The patient was infected by her granddaughter, who had (B)(6). The symptoms of infection were redness, swelling, oozing and pain.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.